Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope displayed scope communication error codes e315 and e954, and no image was displayed. The issue was identified during an inspection prior to use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure of no image was confirmed and the errors e315 and e954 were not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error b30 occurred. Based on the results of the investigation, a definitive root cause could not be identified. The most likely cause is due to data error of scope circuit board (ID). Root cause for the errors e315 and e954 could not be determined as the malfunctions were not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.